Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data files. However, the device was put through extensive testing including daily/weekly/monthly self testing, on/off current testing, patient/circuit imedance testing and shock testing without duplicating the report. An internal inspection found no discrepancies. The main board was replaced as a precaution. The device was recertified and returned to the customer. The electrode pads were returned to zoll medical corporation for evaluation. However, our investigation could not firmly establish a connection to the customer's report. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.